Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a health care professional requested technical services (ts) to perform a consult review for this cardiac resynchronization therapy defibrillator (crt-d). Upon review, ts noted an atrial fibrillation episode for which the device delivered anti tachycardia pacing and shocks. Therapy did not convert the rhythm. Additionally, an atrial driven pacemaker mediated tachycardia episode was recorded. No additional adverse patient effects were reported. This device remains in service.